Event description:
Left total hip replacement with biomet metal on metal device on (B)(6) 2009 with subsequent need to have hip revision surgery. A short time after initial replacement I began having continued pain in left hip, groin and buttock along with a metallic clicking sound. Radiographic and physical findings confirmed need for revision. I also had elevated metal ions in my blood and developed temporal arthritis, polymyalgia rheumatica and fibromyalgia over the course of time between initial hip and revision surgery. Revision surgery was accomplished on (B)(6) 2013 and has to date been successful.